Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there was poor barrier separation of plasma from the cells. There was no report of impact to the patient or user.

Manufacturer narrative:
H.6 investigation summary: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were visually inspected and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.